Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed a deformed conductor coil 24cm and 46cm distal to the is4, which most likely resulted from applied mechanical forces during the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to dislodgement. Should additional information become available, it will be added to this file.